Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no any anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an 9f delivery system was used. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6)2023, a 12mm amplatzer septal occluder as chosen for implant, using 09f amplatzer trevisio intravascular delivery system. The patient underwent a surgical repair of the atrial septal defect 5 years prior to this procedure, that resulted in slight tear along anterior/retroaortic rims requiring closure in the cath lab. The physician, after balloon sizing to 10.5mm using 18mm amplatzer sizing balloon ii, decided to place the 12mm amplatzer septal occluder. The physician decided he was not in favor of the 12mm amplatzer septal occluder, due to a bubble challenge and some bubbles making it to the left atrium about 4-5 beats after injection and decided to upsize the occluder. A 14mm amplatzer septal occluder (9-asd-014, 8055147) was prepared with the 09f trevisio intravascular delivery system. During deployment, the left atrial disk deformed to bulbous shape upon right atrium disk being deployed in the right atrium. The device was recaptured to the delivery system, and another attempt was performed. This time the left atrial disk canted slightly upon deployment. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed and a replacement 14mm amplatzer septal occluder (9-asd-014, 8646683) was deployed successfully with no reported issue. The patient was reported as stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.